Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A physician reported the unit shut down intermittently during a procedure. The unit was rebooted and the handpiece was reprimed and tuned to complete the case. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The battery and host were both replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 7, 2010. Based on qa assessment, the product met specifications at the time of release. Root cause: the root cause of the reported event can be attributed to a nonconforming host. (B)(4).